Event description:
It was alleged that a power supply associated with a continuous positive airway pressure (CPAP) device had a thermal event. There was no report of patient harm or injury. Upon receipt of the CPAP and accessories, the manufacturer found evidence of thermal and physical damage on the ac power cord resulting in an exposed electrical lead. There was no evidence of damage or failure to the CPAP or humidifier. The manufacturer's investigation determined the event was most likely caused by physical damage to the cord when exposed to forces beyond its intended design that resulted in one lead being severed and exposed. Product labeling warns the user to "periodically inspect electrical cords and cables for damage or signs of wear. Discontinue use and replace if damaged. Be sure to route the power cord to the outlet in a way that will prevent the cord from being tripped over or interfered with by chairs or other furniture". There is no patient harm associated with this reported event. The manufacturer concludes no further action is necessary.